Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing tea-colored urine that had continued over the past week. Log files captured several low flow events. The calculated flow hovered at 2.5 liters per minute (lpm) threshold. The patient's lactate dehydrogenase (ldh) on (B)(6) 2022 was 274 units/liter (u/l), on (B)(6) 2022 it was 375 u/l, and on (B)(6) 2022 it was 301 u/l.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of hypertension induced hemolysis could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed transient low flow hazard alarms. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account indicated that the patient was hypertensive. The controller event log file contained data from 29aug2022 through 30aug2022, per the timestamps. Multiple, transient low flow hazard alarms were captured throughout the file. It should be noted that average pulsatility index (pi) values were elevated during the low flow events. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension and hemolysis as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was discharged home. The patient denied any symptoms of dizziness, fatigue, shortness of breath, or lightheadedness and the provider ruled that the patient likely suffered from hypertension induced hemolysis. Blood work was done to trend results and the patient was given antihypertensive medications as treatment.